Event description:
Healthcare professional reported patient has recalled implant and also rupture. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Device evaluation: the device related to the reported event of anxiety-product/procedure and rupture was received on (B)(6) 2025 with catalog number 1378345. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Rupture: not observed. As per the investigation procedure deformation, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d1, d2a, d2b, d3, d4, d9, g1, g4, h3, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported patient has recalled implant and also rupture. This record is for the left side. The device was explanted and replaced.